Manufacturer narrative:
No patient information given. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins). It was reported that the healthcare provider had seen before a case where the electrode impedance "skyrocketed". The caller could not recall any further details or specific information about any previous cases. No symptoms were reported. No further complications were reported or anticipated with this event.